Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited variable atrial pacing impedance measurements, with impedance values increasing to approximately 1800 ohms and occasional decreases to approximately 400 ohms. Technical services (ts) indicated that the intrinsic amplitude appeared stable and within normal limits. No threshold trend data was available; however, a previous in office testing result was adequate. Ts noted atrial tachy response (atr) episodes demonstrating atrial or ventricular pacing with a large artifact signal, consistent with evidence of right atrial (ra) lead loss of capture or fair field oversensing on the atrial channel. Ts provided potential causes for the impedance variability along with corresponding recommendations, including evaluation of ra lead integrity. The health care professional (hcp) indicated a ra lead insulation issue is suspected. This ICD remains in service. No adverse patient effects were reported.